Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during insertion was confirmed. One coated guide wire was returned. No other components were returned. The guide wire has severe kinks located 2, 4 and 7 cm from the j-tip. A kink was also observed 2 cm from the proximal tip. Microscopic examination confirmed that both welds appear full and spherical. A manual tug test confirmed that both welds remain intact and the wire feels typical. The guide wire graphic specifies an outside diameter of .43/.47 mm and a length of 45 +/- .6cm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter was measured at .454 mm. The instructions booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in ane, the guide wire kinked even though the md followed the IFU. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.